Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient claimed that upon sensor deployment, sensor wire did not insert and was lying on top of the skin. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).